Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During cardiac ablation procedure with navistar rmt thermocool catheter, and the patient experienced cardiac tamponade treated with drainage. It was reported that during the procedure, three hours after the start of the procedure, cardiac tamponade occurred. The procedure was completed with drainage performed, and the procedure was terminated. No extended hospitalization was noted. There were no abnormalities observed prior to/or during use of the product. Additional information received indicated that the outcome of the adverse event was improved. The energy source used when the adverse event occurred was radiofrequency (rf). One catheter was used during the procedure. One transseptal puncture site was performed during the procedure. The energy delivered for each group of performed ablations was radiofrequency (rf). The outcome of the adverse event was fully recovered (no residual effects). The patient was discharged from the hospital on (B)(6) 2025. The patient did not require extended hospitalization. No relevant tests/laboratory data or other relevant history/pre-existing condition was noted. The procedural activated clotting time (act) was 329 seconds. The number of performed ablations was 9 ablations outside the pulmonary veins. No ablations were performed within the pulmonary veins.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31469901m and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).